Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Per preliminary visual inspection of the returned device found a liner strand and noted the distal tip was not split.

Manufacturer narrative:
Additional information: per preliminary visual inspection of the returned device found a liner strand and noted the distal tip was not split.  The 26 mm commander delivery system was returned partially inserted through the sheath. The valve was stuck through sheath. The sheath was almost fully expanded. The sheath tip was observed to be opened, no split observed at distal tip of the sheath (end material was stretched and was still intact). The liner tear observed starting from tip 2.25" in length. A liner strand was observed at the location of the tear, both ends were still connected. The hdpe was damaged at the location of tear. The hdpe material detached from one end but did not appear to be missing material.  Able to fully advance delivery system through remaining length of sheath.   The guidewire lumen was severely kink at crimp balloon region.

Manufacturer narrative:
The esheath was received after use in the procedure with the delivery system partially inserted. The valve was stuck inside the esheath. Procedural imagery and photos provided by the site showed the patient¿s subclavian artery is tortuous. The valve had a bent strut and the esheath had a torn liner, damage, and split distal tip. The delivery system with the crimped valve appeared to have exited the esheath per the c-marker position. Visual inspection revealed the sheath was almost fully expanded. The distal tip was stretching on material. The liner was torn starting from the tip 2.25 inches in length. A liner strand was observed halfway through the tear. Both ends were still connected. The blue hdpe material was damaged at the location of the tear and detached from the sheath. No material appeared to be missing. The sheath shaft had a fold approximately 3.25 inches from the strain relief. Based on the nature of the complaint both functional and dimensional testing were unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The esheath complaint history has been reviewed and no confirmed manufacturing non-conformances were identified a review of complaint history from (B)(6) 2019 through (B)(6) 2020 revealed additional returned complaints for the esheath (all models and sizes) for all the complaint codes associated with this complaint. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. One complaint was determined to be related to a non-conformance (improper seem expansion), several complaints are pending evaluation and the others were not related to any non-conformance. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. Per the IFU and training manual: ensure sheath is wet before inserting, ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the sheath, insert sheath with edwards logo facing upwarduntil sheath tip is above the renal arteries, ensure sheath and dilator remain together during insertion at all time, remove the dilator and suture sheath in place, intermittently flush sheath with heparinized saline per standard technique, correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta during the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed (pv) testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for sheath shaft resistance with delivery system, liner torn, damaged, and distal tip split were confirmed by the condition of the returned device. There is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. As per the case notes, the patient had mild tortuosity and calcification of the access vessel. Calcification and tortuosity can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, which may have created a difficult pathway during delivery system insertion. The liner tear, sheath shaft damage and sheath distal tip split are likely contributed by excessive device manipulation during delivery system with valve advancement and retrieval. Per training manual, ¿if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace and do not over-manipulate the sheath at any time.¿ available information suggests that patient (access vessel calcification/tortuosity) and/or procedural factors (damaged valve/excessive device manipulation) may have contributed to the complaint events. The complaint event was confirmed. No manufacturing nonconformances were identified during the evaluation. A review of IFU and training materials revealed no deficiencies, and review of the complaint history revealed that the complaint occurrence rate did not exceed the monthly control limit for the applicable trend category. However, a product risk assessment was previously initiated to further investigate sheath shaft resistance with the s3u commander delivery system.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), it was reported during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via subclavian approach resistance was felt during insertion. The valve frame got caught on the esheath and a valve strut bent backwards. The valve was not deployed and all devices were removed as a unit. Upon removal it was observed the valve strut cut the esheath in the direction of the resistance and the esheath was observed to be damaged with liner tear and distal tip split. No patient injuries were reported.